Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. The lot number reported 74c1800781 belongs to part number ip-5041ns (smart concha no sterile). Such part number is part of finish good 2416. Based on this, the device history record of batch number 74c1800781 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. The root cause is unknown. No corrective action can be established at this time. If the device sample becomes available, this report will be updated witht the evaluation results.

Event description:
Customer complaint alleges "unit pushed water into patient's nose." Medical intervention reported was nasal suction. No patient injury or complication reported. Patient's condition reported as "fine".

Event description:
Customer complaint alleges "unit pushed water into patient's nose." Medical intervention reported was nasal suction. No patient injury or complication reported. Patient's condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One (1) 382-10 (ip-5041) concha column, and one (1) comfort flow circuit with release value was received for investigation. Several large areas of a dark discoloration was on the column. The suspicious areas did not penetrate the aluminum canister, and did not have any bearing on the functionality of the column during testing. No apparent abuse/misuse/damage was visually noted on any of the components. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same test was applied to the lower tube check valve which resulted in freely moving valves with no impedance. The returned column was connected to a concha water bottle in correct positioning and both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. (Con't) other remarks: the column was then hooked to the returned 2416 comfort flo circuit with a 2411-04 neonate cannula from the lab using the 3lpm flow mentioned in the report with no problems then disconnected the cannula with no water level increase into the circuit. The infant cannula was reconnected to 3lpm of air and the nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. All of the water was drained from the concha column and it was placed into a neptune humidifier (425-00). The conchasmart neptune was turned on and set to 37 celsius, with high rainout. In approximately three minutes the lower water indicator lamp came on signaling the low water float in the column was fully functional. Based on the investigation performed, the reported complaint could not be confirmed. There were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). Corrected data: section b.1. 'Adverse' event selected. Section b.2. 'Required intervention' selected. Section h.1. Corrected to 'serious injury'.

Event description:
Customer complaint alleges "unit pushed water into patient's nose." Medical intervention reported was nasal suction. No patient injury or complication reported. Patient's condition reported as "fine".